Event description:
It was reported that the patient went to the emergency room after receiving an inappropriate shock due to noise. It was also reported that there was no capture and a confirmed lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 implantable pacing lead, (B)(6) 2003. (B)(4).